Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. The received sample was found in opened original packaging with cover foil. It was very bent and it shows surgery residuals. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the forceps is very bent and shows surgery residuals. The customer's complaint could not been confirmed. The forceps was used and it is possible to activate, open and close it. It was concluded that an external force during use deformed the forceps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of the forceps would not open inside the eye. The surgery was completed after replacing the product with another one. The procedure type is unknown. The involved eye and the patient identifier are not available. There was patient contact but no patient harm.